Event description:
It was reported that the device stopped activating in the middle of a total abdominal hysterectomy. A second handpiece and device were tried and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.